Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Interrogation of the pacemaker noted that the right ventricular (rv) lead exhibited under-sensing and had low pacing impedance measurement. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.